Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old male patient, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the clinical data and the device performed to specification. Review of the device clinical data indicated two of the three sections analyzed did not meet the criteria to prompt shock advised. Based on our review of the clinical data we have concluded that the analysis results were correct for the specific analysis in question and there was no indication of a device malfunction. Analysis for reports of this type has not identified an increase in trend.